Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a coronary orbital atherectomy procedure, a dissection occurred while using a csi coronary orbital atherectomy device (oad). The target lesion was severely calcified, 90% stenotic and 25mm in length. It was located in the mid-right coronary artery (rca) which had a reference vessel diameter of 3.0mm. The physician advanced a csi coronary viperwire guidewire into the patient and loaded the csi oad onto the guidewire. The physician completed four runs at low speed in the proximal segment of the lesion, but noted that the crown seemed to be jumping during treatment. The physician then advanced to the distal segment of the lesion and completed three runs at low speed. Post-atherectomy angiography revealed a dissection. The physician tried to advance a 3.0x38mm alpine balloon across the dissection, but was unable to do so. The patient then became pacer dependent, so the physician advanced a smaller balloon (3.0x15mm) across the dissection and completed two inflations at 8atms. The physician performed an additional inflation with the 3.0x38mm balloon and then placed two overlapping stents (2.5x12mm and 3.0x23mm) at the site of the dissection. The patient status stabilized and left the room in stable condition. Three requests for additional information have been made, but none has yet been received.

Manufacturer narrative:
The device was discarded by the facility; therefore, an analysis of the actual complaint device is not possible. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4). Discarded by facility.